Event description:
It was reported that the BronchoVideoscope exhibited a flickering image. The malfunction occurred during an unknown diagnostic procedure. The procedure was completed with an Olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
Investigation is in progress. A supplemental report will be submitted upon investigation completion.This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements.